Event description:
A malfunction alarm, identified as malfunction code 12, was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process, resolving the issue, allowing the customer to continue using the pump without further incidents. The customer was advised to contact support again if the issue reoccurs.